Event description:
As part of a retrospective review conducted at hill-rom. There was one event that occurred between 2001 and concerning unintentional movement of the century bed. No injuries were reported.